Event description:
I had essure implanted in (B)(6) 2012 seven weeks after the birth of my 4th child. Immediately, I had stabbing pain in my right pelvic area. My period changed as well. I was having a period every 2 weeks. To treat those symptoms, my doctor put me on another form of birth control. At that point I was covered by a depoprevera shot to cover the 3 months required for the essure to close my tubes and a birth control pill to control my irregular periods. During this time, I also was experiencing a whole body itching that felt like it was actually under my skin. I advised my doctor of these symptoms. She advised that per the manufacturer's information, there were no side effects from essure that could be causing advised devised my of my issues. Over the course of the last 2.5 years my symptoms have grown. I now face extreme fatigue, achy joints, tight, sore , muscles, stabbing pelvic and genitalia pain, vitamin d deficiency, low platelet count, and have tested positive for an auto immune disease. I also have problems with focus, concentration, mood swings, depression, and anxiety. I also sweat profusely. I have now been referred to a rheumatologist.